Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent mesh revision on (B)(6) 2010.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted due to stress urinary incontinence. The patient experienced pain, erosion, infection, bowel problems, and recurrence. (B)(4).

Manufacturer narrative:
Date sent to the FDA: 10/07/2016. It was reported that the patient concurrently underwent tvh and enterocele closure.

Event description:
It was reported that the patient concurrently underwent tvh and enterocele closure.

Manufacturer narrative:
(B)(4). Additional describe event or problem: it was reported that following insertion the patient experienced urinary incontinence, urinary retention and vaginal vault prolapse.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.